Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: to be determined. Source: email. Additional information will be included in a follow up report upon the completion of the pending investigation.

Event description:
1 reported false positive sars result for 1 patient. Unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also reported 3 additional patient events which are captured on separate reports.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
1 reported false positive sars result for 1 patient. Unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also reported 3 additional patient events which are captured on separate reports.